Event description:
It was reported that (1) er320 was used during a lap chole procedure. It was reported by the rep that when trying to secure a cholangio catheter in the cystic duct, the clip applier would not leave a lumin in order to allow the fluid to flow through. This was attempted three times with no success. The surgeon squeezed the handle slowly until the first loud click was heard. Each attempt, with no success. It is unknown how the case was completed. There was no consequence to pt.